Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a: damaged insertion tube, damaged connection tube, reduced angulation, damaged distal end cap, and damaged objective lens. The issue was found during preventative maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and preventative maintenance. The device evaluation found the light guide lens had foreign objects. Additionally, due to wear of the scope cover packing, water tightness was lost, the air water cylinder had no color, the scope cylinder had no color, due to the shortcut of the cable unit, the endoscope connector becomes warm, the plug unit was dirty due to water leakage, the scope connector cover unit had corrosion due to water leakage, the scope connector was dirty due to water leakage, due to a crack on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, due to damage on the objective lens, a foggy image occurred, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the image guide protector had a cut, the objective lens had a crack, the light guide lens had a crack, and the connecting tube had a wrinkle, and the universal cord had a wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the foreign material. We could not specify the cause of the material remaining in the device. Consideration although we confirmed the foreign material adhered/clogged in the light guide lens, we could not identify the material. Consideration on cause of the event the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at the scope cover. Related complaints there was no related complaint regarding the suggested event. Whether the subject device met its specifications we reviewed inspection results, confirmed the suggested event ¿foreign material at the light guide lens.¿ therefore, we confirmed that the device did not meet its specifications and function. We reviewed the DHR, confirmed that the device was shipped in accordance with the specifications. Similar complaint from the user facility. No similar complaint was raised with the same/similar model device in the past. CAPA history review. We confirmed that there was no applicable CAPA. The event can be detected/prevented by following the instructions for use which state: labelling: note, this complaint is ¿foreign material adhered to the light guide lens¿, and not ¿inside of the light guide lens was dirty¿. Therefore, the following are the reference results for the information for use (IFU). The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.